Manufacturer narrative:
510k is n/a as this material number is only sold in japan. Initial MDR, if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Event details: this is a complaint about fluid leakage, connect to p15 port. Leakage during preparation cause unknown, customer want to know the cause of the leak. The blue part was wet when the injector was released.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one protector connected to a vial was provided to our quality team for investigation. The products were visually inspected, no damage was observed that could have contributed to the reported leak. Functional testing was performed and a leakage was observed. Further evaluation identified a plastic cover around the metal cap of the vial, preventing the protector from being properly seated onto the vial. Testing was repeated after removing this cap and no leakage outside of the system was observed. Based on the sample evaluation, the leak resulted from the protector not being correctly attached due to the presence of the additional cap, which created an insecure connection between the protector and the vial. Complaints received for this device and reported condition will continue to be monitored by our quality team for signs of emerging trends.

Event description:
Event details: this is a complaint about fluid leakage, connect to p15 port. Leakage during preparation cause unknown, customer want to know the cause of the leak. The blue part was wet when the injector was released. Per follow up: was an assembly fixture used? No, did not use it. Where did the leak occur? Between the protector and vial? Ye.